Event description:
"It was reported that, the pt received bha surgery in 2008. In the summer of 2008, the pt started to feel too low rom (centrax) with her replacement hip. Therefore, the surgeon performed a revision surgery (for tha) with the pt and implanted a cup (not stryker brand) instead of the centrax. During the revision surgery, the surgeon found some contracted soft tissue around her hip."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted on the supplemental report.